Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The body contour circuit board, carrier board, and anesthesia control board (acb) were replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The body contour circuit board, carrier board, and anesthesia control board (acb) were replaced which corrected the issue.

Event description:
The customer reported a malfunction which may result in an unexpected device shutdown and subsequent possible loss of mechanical ventilation. There was no report of patient involvement.